Manufacturer narrative:
The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report inability to remove lock line, clip deployment failure, clip opening while locked and subsequent open heart surgery for device removal and repair of mitral valve, delay to procedure, and prolonged hospital. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was advanced to the mitral valve, positioned centrally, and successfully implanted. A second clip was advanced lateral to the first implanted clip. During the deployment process, the lock line could not be removed. The decision was made to deploy the clip, carefully push the clip delivery system way from the clip, and to attempt removal of the lock line by pulling from the other side. However, the lock line was still firmly attached to the clip and the cds was unable to be removed. The cds could not be pulled away from the implant more than 1-2 cm. During controlled and slow pulling of the cds away from the deployed clip, the clip suddenly inverted. The clip arms went from locked position and inverted to approximately 210 degrees with the clip arms oriented towards the left ventricle. The clip remained attached to the valve held in place by the grippers. The patient was taken to open heart surgery for explanation of the clips and placement of annuloplasty ring for mitral valve repair. The patient is reported to be doing well. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported inability to remove the lock line was confirmed via returned device analysis. The reported failure to deploy the clip, clip open while locked and improper or incorrect procedure or method could not be replicated in a testing environment. Additionally, lock line break and a knot were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the confirmed inability to remove the lock line was due to the observed knot in lock line. The failure to deploy the clip and clip open while locked appear to be related to the clip deployment attempts with lock line remained in the system. A cause of the observed knot in lock line could not be determined. The observed broken lock line appears to be related to the clip explant through open heart surgery. The reported foreign body in patient was associated with the inability to retrieve the inverted clip using normal system removal sequence. The reported removal of foreign body was associated with clip retrieval through open heart surgery. The reported delay to treatment/ therapy, surgical intervention and hospitalization were results of case-specific circumstances. It should be noted that the mitraclip instructions for use (IFU) states under deployment step 1: lock line removal that ¿grasp one of the free ends of the lock line, confirm the line moves freely, and slowly remove the lock line. Pull the lock line coaxial to the lock lever. If resistance is noted, stop and pull on the other free end to remove the lock line¿. It was determined that the deviation from the IFU contributed to the clip deployment failure and unintended clip opening. There is no indication of a product quality issue with respect to manufacture, design or labeling.